Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported high impedances, noise, and oversensing on the ra and rv leads. The lead safety switch was activated. The physician suspected subclavian crush. The entire system was explanted and replaced. It is unclear if this report is on the ra or rv lead. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a damaged insulation approx. 30 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Cuts in the insulation were detected which occurred most likely during the explantation procedure. Blood penetrated the lead. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.